Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a patient who was implanted with a trialing system. It was reported that the error code e0n1 was seen. The external neurostimulator (ens) was unplugged and re-plugged in, the batteries were removed and reinserted in the control and the ens, but the issue was not resolved. The patient also noted that they did not feel stimulation, but confirmed the green light on the ens was on. It was also reported the on the night prior to this report, the patient got the twist lock cable hooked on the handle of a door and it got tugged; it is unclear if this played a role in the error code the patient was seeing. Additional troubleshooting included using a new controller but the same error code was seen. A different ens was used and the issues were resolved; the cause of the issues remains unknown. The patient also reported that there was soreness at the incision site since stimulation was turned on yesterday.

Manufacturer narrative:
(B)(4).